Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line during a check lines and bags alarm in the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to check for kinks, closed clamps, collapsed ports and the frangibles. The hp stated all looked good. The tsr instructed the hp to flip the bags over, pull up /down on the lines at the door, check the drain line/bag/clamp and then press go. The hc alarmed again. The tsr instructed the hp to start over with new supplies. The tsr assisted to end therapy. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the air in the patient line, the home patient (hp) did not follow up with her regarding the alarm and he had been into the clinic recently. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing-without alarm was not confirmed and the cause was not identified. Patient stated while troubleshooting for a check lines and bags alarm that there were a lot of air bubbles in the patient line. As a sample was not made available for evaluation and baxter is unable to determine if a disposable issue existed that might have allowed air to enter the set. Additionally, the patient didn't describe any type of use error that might have caused this issue. As such this issue could not be confirmed or a cause determined.